Event description:
On (B)(6) 2009, the patient's diabetes educator reported that a large air bubble had formed in the insulin cartridge after it was inserted into the infusion device. She stated that the cartridge volume was low, so she would change the insulin cartridge instead of priming the air from the system. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.